Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on or about (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR #1225714-2013-00567.